Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the dxc 700 au clinical chemistry analyzer over the phone. The cts had customer inspect sample probe and it was found bent. Customer replaced the sample probe. However, this did not resolve the issue. Service was requested. A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the instrument. The fse inspected the instrument and found that the sample syringe was worn malfunctioning. The fse replaced the sample syringe to resolve the issue. No further issue noted after part replacement. The system returned to normal operation. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the dxc 700 au generated false low patient results and suppressed results (no value generated) with "g" flag on multiple analytes. The assays affected were as follows: buprenorphine (bup), methadone (meth), amphetamines (amp), cannabinoid (thc), opiates, cocaine (coca), benzodiazepine (benz), ecstasy (xtc), phencyclidine (pcp), ethyl alcohol (alc), salicylic acid (sali), alkaline phosphatase (alp), bicarbonate (co2), alanine aminotransferase (alt), calcium arsenazo (cala), total protein (tp), aspartate aminotransferase (ast), creatinine (cre), albumin (alb), urea nitrogen (bun) and glucose (glu). The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event.